Event description:
A pt questioning billing developed an infection while on v.a.c. Therapy. The device appeared to be "cleaning the wound" after the first day. On the sixth day, the pt went to the emergency room due to pain and other signs of infection where pt was given medication for pain and nausea. Later that same day, the pt's physician determined the wound was infected.

Event description:
A pt questioning billing developed an infection while on v.a.c. Therapy. The device appeared to be "cleaning the wound" after the first day. On the sixth day, the pt went to the emergency room due to pain and other signs of infection where pt was given medication for pain and nausea. Later that same day, the pt's physician determined the wound was infected.